Manufacturer narrative:
Product is scheduled to be returned but has not been received in, by the manufacturer, at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported a (B)(6) male was able to turn and stretch one arm to release the opposite restrained hand. The date the issue was discovered is unknown and no patient or caregiver incident was reported.

Manufacturer narrative:
Product was received and analyzed. Analysis found the product to be functioning as design. It was noted the customer was using the product off label on a gurney instead of a hospital bed. A standard gurney is about 8-10" narrower than a standard hospital bed for which the product was designed for. The manner in which the customer was release himself from the restraint net is associated with the width of the gurney and the misapplication of the product. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.